Event description:
It was reported to boston scientific corporation on december 16, 2008, that an endovive safety peg kits push method was used during a peg placement procedure performed in 2008. According to the complainant, during the procedure, the guidewire could not be fit through the port of the push peg. Additionally, the physician noted that there was no hole for the guidewire to go through. Procedure completed with another of the same endovive safety peg kits push method. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to the "fine."

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined. A review of the batch history, historical trending, and similar complaint trending review for the product family wil be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.